Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the belt failed incoming testing, specifically the therapy electrode recognition test. Upon investigation, the blue (+5v) wire inside the cable connecting ECG c and ECG d was cut, causing a short inside the distribution node. The cause of the test failure is the cut wire. The root cause for the cut wire was excessive force on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.